Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger was unable to turn on despite trying to use several power outlets. The pt was sent a replacement charger.

Manufacturer narrative:
Device eval summary - device eval of battery charger / modem sn (B)(4) has been completed. The reported problem (battery charger is unable to turn on) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The cause for the faulty connection is due to the pins in the connector being recessed. The root cause of the recessed pins is likely due to an excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.